Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck is angulated and has calcification. It was reported that the angiogram revealed that there was a proximal type I endoleak. There is also a type ii endoleak present. The physician stated that the proximal type I endoleak was due to the angulation and calcification in the aortic neck. The physician implanted an endurant 32x32x49. The proximal type I endoleak was resolved. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4).